Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal appeared to have loaded properly but when they took it out of the loader, the seal was not completely inserted into the deployment tube. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that the delivery tube was returned in the loading device. The seal and the tension spring assembly were inside the body of the loader, under the window. The seal appeared to be intact. The green slide lock and the white plunger were not depressed on the delivery device. There was some blood on the device. Based upon the visual observations, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).